Event description:
Additional information received on 11oct2018.the radiologist at hospital "describe in her protocol a trauma of the rock of the ear. No action or else was done by herself of anyone.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation evaluation: the complaint device was not returned for an evaluation and no photograph or imaging was provided. Without the complaint device, a device failure analysis was unable to be performed. A document based investigation was conducted including a review the instructions for use, quality control data, and trends. A review of the device history record was unable to be performed as the complaint device lot number was not provided. The j-crb-184000 cervical ripening balloon is indicated for mechanical dilation of the cervical canal prior to labor induction at term when the cervix is unfavorable for induction. According to the customer, the fetus was delivered at 36 weeks plus six days. Normal pregnancy can range from 38 to 42 weeks with 36 weeks plus six days described as late pre-term births. No information has been provided surrounding the details of the event including: indication for labor induction at 36 weeks plus 6 days gestation. According to the IFU, the j-crb-184000 is indicated for use prior to labor induction at term (38-42 weeks). No information was provided surrounding how long after delivery the symptoms were noted, or how the infant was cared for between birth and noted symptoms. No information was provided surrounding the relevant health history of mother and fetus. No information was provided surrounding fetal position when the device was placed. According to the IFU, use of the j-crb-18400 is contraindicated in ¿transverse fetal orientation, breech presentation or presenting part above the pelvic inlet¿. According to the customer, delivery was triggered by cervical balloon, which was positioned high in the uterus. It is not clear if the device was inserted according to the IFU which instructs to insert the device into the cervix and advance until both balloons have entered the cervical canal and inflate the uterine balloon. Once the uterine balloon is inflated, the device is pulled back until the uterine balloon is against the internal cervical os. Inflate the vaginal balloon outside the external cervical os. No information was provided surrounding how long the device was in place. According to the precautions found in the IFU- ¿if fetal membranes rupture spontaneously while this device is in place, it is recommended that both balloons be deflated, and the device removed in preparation for spontaneous active contractions.¿ no information was provided surrounding membranes rupture and if the device was removed as instructed. No information has been provided surrounding other devices used during delivery of the fetus (i.e. Forceps, suction device, fetal scalp electrode, intrauterine pressure catheter) which may have caused or contributed to the report of ¿right facial palsy at birth, with hematoma and temporal sero-sanguine deformity." Adverse effects attributed to forceps use include temporary weakness in the facial muscles, minor external eye trauma, skull fracture, bleeding in the skull and seizures. There is no evidence to suggest a causal relationship between the cervical ripening balloon and the facial palsy with hematoma and temporal sero-sanguine deformity. Currently, the most probable cause of this event is medical procedure related. A review of relevant manufacturing documents was conducted. The device is inspected visually in incoming and final qc for damage, smoothness, and leaks. The device was not returned. Due to a lack of information, the exact cause of the event cannot be determined. The physician indicated that the device caused or contributed to the adverse event however there is no evidence to suggest a causal relationship between the device and the event. There is no indication of a device malfunction. This event is a known potential complication of this procedure. A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded a change is not required, thus no risk reduction activities are required at this time. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). Per the instructions for use (IFU): the intended use indicates the cervical ripening balloon is indicated for mechanical dilation of the cervical canal prior to labor induction at term when the cervix is unfavorable for induction. Contraindications include: transverse fetal orientation presenting part above the pelvic inlet. Precautions: if fetal membranes rupture spontaneously while this device is in place, it is recommended that both balloons be deflated and the device removed in preparation for spontaneous active labor contractions. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was initially reported the patient gave birth with a right facial paralysis, with hematoma and temporal blood lump. A cervical ripening balloon involved for the intervention. Additional documentation was provided in french language and translated into english. The documents included are a physicians letter and a cerebral scan report. In the letter the physician reports, "I was required to see a patient, who gave birth at the (redacted) hospital, at 36 weeks + 6 days, with right facial palsy at birth, with hematoma and temporal sero-sanguine deformity." "The only procedure performed was a balloon trigger." Details of cerebral scan: completed (B)(6) 2018. Date of birth: (B)(6) 2018. "Indication: newborn, born at 36 weeks of amenorrhoea plus 6 days, birth weight (B)(6), whose delivery was triggered by cervical balloon, which was positioned high in the uterus, possibly traumatic. Finding of right facial palsy at birth with hematoma under the mastoid and the temporal sero- sanguine deformation. Inquiry into fracture of the petrous bone." Technique: device used: definition as 128, date of commissioning: (B)(6) 2015. Dosimetry: scan 19+2mgy.cm head - neck. Ctdi vol: 15,05mgy without injections. Result: no detectable intra-cerebral lesion, especially no peri-cerebral collection. Ascertainment of a partial filling of the petro-mastoid cavities of the right petrous bone with respect to the left side, of the lateral area, sparing the greater part of the tympanic cavity. Doubt on a solution of continuity of the petrous bone at the level of the posterior part of the mastoid (at this level, the bone is thin). No other particular image to describe. Conclusion: confirmation of a trauma of the petrous bone." Request has been made for full event details, patient (maternal) pre-natal care and heath history, and the current status of the mother and infant. At the time of this report there is no further information available.